Event description:
It was reported that a shaft fracture occurred. The 20mm in length, 4mm diameter, eccentric, de novo target vessel was located in a liver artery. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, upon removing the device from the carrier hoop, it was observed that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed that the shaft was fractured 9cm from the hub of the microcatheter and the inner liner was exposed 5.2cm in length. A coating confirmation test noted the presence of coating damage (black shiny marks along the shaft). There was no peeling or missing coating observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 20mm in length, 4mm diameter, eccentric, de novo target vessel was located in a liver artery. A 135/10 renegade hi-flo kit was selected for use. During unpacking, upon removing the device from the carrier hoop, it was observed that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).